Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) and concerning a patient implanted for post lumbar laminectomy syndrome that the extension was stuck in the header block at the time of removal. Prior to replacement, impedances were normal. The set screw was removed completely. They had attempted to twist the implantable neurostimulator (ins) off of the extension. Lubricant had also been used with no success. The doctor attempted to drill into the header to get the extension free without damaging it. The rep did not suspect that medical adhesive had been used. Cutting the extension and using a new one was reviewed and it was noted that the rep had extra extensions with her. Additional information received from the rep reported that they were able to get some of the extension out but the rest broke off. No pieces of the extension were left in the patient. When they used a new extension, there were high impedances and the extension looked discolored. They replaced the extension again and all impedances were within range. The patient was doing fine post-op and getting the same stimulation as prior to procedure.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was at normal end of life. Analysis of the extensions (serial numbers (B)(4)) found that proximal end of the insulation was consistent with metal ion oxidation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.